Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for over 30 patients tested with elecsys troponin t hs assay reagent lot 419260 on two cobas 8000 e 801 module analyzers (e 801 a and e 801 b). The customer provided data for 11 patient samples with discrepant troponin t results. The reporter stated the issue always occurs when there are less than 50 tests remaining in the active reagent pack. Refer to the attachment for all patient data. The incorrect measurements from the 11 samples were reported outside of the laboratory to a medical doctor who did not trust the results and asked for retesting. The complained results were interpreted as false high. Subsequent repeats of these sample resulted in clearly lower values, representing plausible values fitting with the individual clinical picture of each patient. After the issues experienced with the 11 samples, the field service engineer determined there was heavy contamination in all tubing and syringes of the analyzer designated as e 801 b. The contamination was cleaned using hypochlorite. On 23-oct-2019, the reporter stated they were repeating all samples with values above 14 ng/l in duplicate. After the service actions had been performed, the issue continued as questionable results occurred with twenty three additional samples that were tested in duplicate. On 04-nov-2019, the reporter switched to using troponin t reagent lot number 436777. The reporter continued having issues with patient samples when using this reagent lot number. No specific patient data using this reagent lot number was provided as of this time. The serial number of the e 801 analyzer identified as e 801 a was asked for, but not provided. The serial number of the e 801 analyzer identified as e 801 b is (B)(4).

Manufacturer narrative:
This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us .